Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/01/2016 with the following findings: battery compartment crack at case seal to the left of the bumper and below the bumper traveling toward the case seal. The audio bolus button cover is damaged/missing. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 07/01/2016